Event description:
It was reported that a spectrum infusion pump had a malfunctioning keypad. The customer stated when one key is selected, another key displays. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #8, and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected. Ay will be displayed interfering with the mdl drug search). This was found to be caused by a failed input/output printed circuit board (I/o pcb). No failures were found on the keypad. The failed I/o pcb was replaced. Baxter has initiated a CAPA to further investigate this issue.